Event description:
Olympus was informed that during an endoscopic mucosal resection procedure, a rubber band that had been lodged inside the scope channel from a prior procedure was dislodged into a pt's body cavity. The rubber band was said not have been retrieved. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The user facility reported under normal circumstances, the rubber band was intended to be left inside the pt but in this case, the rubber band was left inside the pt's body cavity unintentionally. The user facility reported that they routinely brush the channels during reprocessing and use an automated endoscope reprocessor to reprocess the device between uses. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report. The referenced device passed the leak test. There were multiple dents and scratches noted around the channel opening on the distal end cover. The instrument channel was examined and long tear mark was observed inside the channel at the bending section. The user facility has also indicated that they are investigating possible technique issues that may have lead to premature firing of the ligator. The exact cause of the users' experience could not be conclusively determined but insufficient reprocessing of the device appears likely. This report is being submitted as an MDR in an abundance of caution.